Manufacturer narrative:
Product analysis- visual and microscopic examinations were performed. Visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in us. The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Patient was pre-operatively diagnosed with instability of c1/2 and stenosis at c3 and c6. Patient underwent posterior fusion. Intra-op, when the surgeon was performing final tightening on the locking screw after placing the small multi-axial screw crosslink on c1 level, the hex head part of the set screw was broken. So the crosslink could not be placed.the surgeon tried to place medium multi-axial screw crosslink on c2, but same event happened and the crosslink could not be placed. The upper parts of the mas cross link set screws were explanted but the lower parts are still implanted in the pedicle screw head. No patient complications were reported.